Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutr-26, serial/lot #: (B)(6), ubd: 02-nov-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after full release, the nosecone of the delivery catheter system (dcs) touched the frame of the valve, which caused the valve to dislodge. The valve was snared into the aortic arch. A second transcatheter valve was placed with a successful outcome. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed and the patient had mild calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. Procedural images were provided for review. The fluoroscopic valve load inspection was not provided. An image showed an aortic dislodgement. Although the dcs removal is not shown in the media files provided, it appears that it was the most likely cause. Another image showed that a second valve was successfully implanted. The reported event indicates that, after the valve was implanted, the nosecone of the dcs touched the frame of the valve, which caused the valve to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut system instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, per the physician, upon full deployment, the valve frame did not expand as expected. When the dcs was withdrawn, the under-expanded valve frame interfered with centering the dcs nose cone within the inflow portion of the valve frame. Subsequently, the valve frame was the cause of the valve dislodgement by way of dcs interaction. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after full release, the nosecone of the delivery catheter system (dcs) touched the frame of the valve, which caused the valve to dislodge. The valve was snared into the aortic arch. A second transcatheter valve was placed with a successful outcome. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed and the patient had mild calcification. No additional adverse patient effects were reported. Additional information was received that vascular access was achieved via left side, femoral artery. A medtronic guidewire was used. The dcs was advanced to the native aortic annulus and using the cusp overlap technique, the valve was released. Upon full deployment, the valveframe did not expand as expected. Per the physician, when the dcs was withdrawn, the under-expanded valve frame interfered with centering the dcs nose cone within the inflow portion of the valve frame. Subsequently, the valve frame was the cause of the valve dislodgement by way of dcs interaction. No adverse patient effects were reported.